Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was on impella cp support. It was reported that the patient developed a large hematoma and had their blood pressure dropped. The issue resolved with manual pressure being held.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root causes for the hematoma, bleed and blood pressure drop were unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B2 revised selection as intervention was required. E1 added zip code extension as it was omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. G1 manufacturer site addr. Street line 1 and manufacturer site fax should of been left blank on the initial report that was submitted. G2 added report source company rep as it was omitted from the initial report that was submitted. H6 revised type of investigation code as the device was discarded. Added health effect, clinical codes that were omitted from the initial report that was submitted. Revised health effect, impact code due to information added in b5. H11 revised as the device was discarded. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Information was reported that the patient lost about one unit of blood. Blood products were given.